Manufacturer narrative:
Follow-up #1: date of submission 06/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: the display screen was found to be dim and discolored. Unrelated to the display screen, the battery compartment was cracked beneath the bumper pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the screens cannot be read/maneuver safely, there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).